Event description:
It was reported that the patient had been experiencing motor stalls, though the stalls recovered within two hours. With the stalls, the patient exhibited underdose symptoms and less than 50% therapeutic relief. The device system was used to deliver 5000mcg/ml fentanyl, but was then reduced to a concentration of 2500mcg/ml. It was indicated that the pump continued to stall, so it was placed at minimum rate and the patient was scheduled for a replacement. After opening the pocket and accessing the old pump, the surgeon tried to aspirate the catheter, but was unable. It was determined that the catheter was occluded and would need to be revised. The healthcare provider (hcp) re-draped the patient and the catheter was accessed at the spinal location. They were unable to get cerebrospinal fluid, so they removed the old catheter in pieces. Both the pump and catheter were then replaced. At the time of report, there was no patient injury. One week later, it was reported that it was not determined where the occlusion was. The catheter that was removed was in three pieces; it had been spliced in the pump pocket and the pump connector must have been replaced. The reporter stated that the removed catheter may have been a combination of two catheters minus a short section left in the patient¿s flank.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter; product ID 8731, lot# b005111n20, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731, lot# b005111n20, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found a motor gear train anomaly of corrosion and/or wearing and/or lubrication and a stall due to shaft-bearing. Analysis of catheter (B)(6) found no significant anomaly. The catheter was medtronic, inc.

Event description:
Additional information received reported the patient¿s daily dose was 2401 micrograms per day at the time of the stall and was 948.9 micrograms per day at the time of the report. The pump was decreased to minimum rate with the stalls and the pump was replaced on 2/14. The patient was also taking hydromorphone orally. Conflicting or ambiguous information received reported the motor stalls occurred ¿2 times¿ and ¿21.¿ a stall on (B)(6) 2014 occurred at 1645 and recovered at 1842. A stall the next day occurred at 1906 with a stopped pump. The patient was admitted to the hospital on (B)(6) 2014 for intractable pain. The cause of the stall was crystallization. The patient¿s pre-operative diagnosis was a pain pump malfunction with chronic pain syndrome. The post-operative diagnosis was a complete pain pump system malfunction with chronic pain syndrome. The procedure involved removal of the old crystalized intrathecal catheter, removal of the dysfunctional pain pump, placement of a new catheter at the lumbar 3-4 incision with the tip at the thoracic 10 region, and the placement of a new pump with programing and priming bolus. The operative findings included the catheter was crystalized to its entirety and the pump was non-functional. An attempt to aspirate the pump aspiration section did not produce any cerebrospinal fluid. The catheter was assessed and did not show any cerebrospinal fluid (csf). The catheter appeared to be crystalized with crystal material along the catheter region and a hard and non-compressible catheter. After no csf flow was found in the prior lumbar catheter, the catheter was removed and replaced with clear csf flow attained. Nine days post-operatively the patient had no problems. His pain was a 6/10, which was normal. The pain was in the bilateral legs and shoulders. The left sided abdomen incision and lumbar incision appeared to be healing well with no swelling, drainage, or redness. The patient was generally healthy appearing, well-nourished and well developed with no acute distress. The patient had tingling in both hands and feet. The patient was doing well after the pump replacement. He was grateful for the pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.